Event description:
It was reported that when accessing a port and went to flush it with saline to check its placement and it leaked out of the top of the needle. Additional information received 11.08.2021 it was stated there was no patient harm other than the patient had to stuck again".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf128 showed no other similar product complaint(s) from this lot number.